Event description:
Our rep is reporting to us that during an arthroscopic knee repair, a portion of the distal tip (5-6mm) of an hex driver broke off into the fixation screw whilst the surgeon was driving the screw into the bone. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and visually examined; both with the naked eye and under power: it is noted that the device appears in good condition, however, also appears to be well used. The working distal tip has broken away; the condition of the break is clean and sharp, there is no appearance of torsional force having been applied. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. We attribute the device's condition to an anomaly. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.